Event description:
It has been reported that one bd angiocath¿ IV catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: si was not applied evenly on the catheter tip.

Manufacturer narrative:
H.6. Investigation summary: bd was able to verify the failure of damage to the catheter tip by sample and batch history of the lot. The root cause for this claim was caused during the tipper catheter pointing step. The batch history showed unplanned maintenance for an adjustment that would have corrected this issue of the tipper. The sample also showed visible silicone on the catheter. It should be noted that this silicone does not cause harm to the user and is used to assist in catheter sliding during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project (CAPA 450094) has been initiated to investigate the issue. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd angiocath¿ IV catheter has been found containing foreign matter before use. The following has been provided by the initial reporter: si wasn't applied evenly on the catheter tip.